Manufacturer narrative:
(B)(4). Evaluation, results: (infection, endoleak), (infection). Evaluation, conclusions: (infection). Films were received and their evaluation is as follows: there were air bubbles that may be indicative of the infection in the artery communicating directly with the aneurysm. It is suspected that the infection could have begun somewhere in the gi tract or probably the urinary tract and subsequently migrated intra-vascularly to the aneurysm (the aneurysm is not where the infection began). The aneurysm infection is a symptom of some other disease process the patient has developed.

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an 11 cm abdominal aortic aneurysm over 8 years ago. Vessel morphology from the time of implant was not reported five years and three months post implant there was a proximal type 1 endoleak (ref MFR # 2953200-2011-00773) and bilateral distal type I endoleaks that were treated with another manufacturer's stent grafts at another hospital (2953200-2011-00775). On an unknown date and unknown reason there was also bare metal stent placed in the left external iliac artery. It was reported that the patient presented on (B)(6) 2011 to the emergency room with severe abdominal and back pain at a small rural hospital, a CT and angiogram were performed and there was aneurysm expansion to 12 cm in diameter, but no evidence of endoleak or infection at this time. On (B)(6) 2011, a second CT and angiogram were performed. The CT and angiogram revealed that there was an infection on the right lateral wall of the aneurysm (the infection was not present on the CT on (B)(6) 2011). It was reported that the stent graft was explanted on (B)(6) 2011. Prior to presenting at the emergency room the patient had abdominal and back pain for 8 days. The patient had blood work and cultures done and they came back as positive for an unknown infection. The physician elected to explant the entire stent graft system. The 12 cm aneurysm was found completely filled with infection. The explanted stent graft was returned and its evaluation is pending (ref MFR # 2953200-2011-00776 and 2953200-2011-00777). No additional clinical sequelae were reported and the patient is fine.